Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker entered safety core. Subsequently, the patient underwent a revision procedure and this device was explanted and replaced. It was then reported that this product also exhibited code 1003, which is indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was confirmed to be in safety mode, however the device had not triggered the low voltage code 1003. The device was programmed out of safety mode and back into normal operation mode, where the programmer was used and communicated successfully. Device testing was performed, where normal device function was observed. Examination of the device memory confirmed that the device went into safety mode as a result of result of divide by zero faults that triggered three ram assertion errors. This family of devices has been specifically designed such that if three system resets occur within a 48-hour period, a device will enter safety mode.